Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead was difficult to position in the appendage and continuous dislodgement. Once the lead was able to position, the exhibited high capture thresholds and high impedance. The lead was abandoned. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and high pacing lead impedance. As received, a complete lead was returned in one piece with all four tines found intact and undamaged. The reported event of unacceptable threshold and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.